Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 459 mg/dl. The customer was treated for high blood glucose with manual shot. Customer does not want to troubleshoot for unexplained high blood glucose. Customer stated that she got empty reservoir alarm in the pump. Customer removed reservoir and is fill with insulin. Customer stated that there is no delivery when priming and 50 units left.